Manufacturer narrative:
It was reported by the clinic that when patients are on lumbar decompression, the max pounds allegedly ramps above the clinician's setting. It was reported that the clinicians do not see any error code. There was no patient injury or adverse consequence reported. Djo has made multiple attempts to obtain further information without any response. If the product is returned for evaluation, a supplemental report will be submitted.

Event description:
It was reported by the clinic that when patients are on lumbar decompression, the max pounds allegedly ramps above the clinician's setting.